Event description:
At 1158: this writer heard patient vent alarming, so arrived within 30 seconds to find rn with patient who was c/o sob. Upon arrival, I noticed that the vent was not delivering breaths so I asked rn to use ambu bag to ventilate the patient who was still alert and responsive. After 1-1.5 minutes, the patient had decreased mental status and progressed to unresponsive at which point a rapid response was called. Pulse oximetry (pox) throughout the event was 99-100%. Ltv vent changed out. The patient returned to baseline mental status, but lethargic before rr team had arrived. At 1141: per my rapid response note, patient vent stopped delivering breaths and did alarm staff to situation. Upon arrival within 30 seconds of alarm, found rn with patient who complained about needing trach adjusted per sob. As vent found not to be ventilating the patient, this writer asked rn to use ambu bag to ventilate. Pox always at 99-100%. The patient was alert at the onset of ambu bagging, but after about 1-1.5 minutes had decreased mental status (ms) and progressed to unresponsive. Patient placed on another ltv.